Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing connection was loose and separated from the needle during use while initiating IV fluids. The separation caused the leaking fluids to "spray all over" and the patient to "bleed freely". A second IV had to inserted and the patient compensated for the service as a result. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "initial reporter informed that the issue occurred once about a month and a half ago then again "last week" to a different nurse where there was persistent leaking from the tubing connection due to a loose connection. It happened with her on saturday ((B)(6) 2019) twice where the tubing was so loose it fell off." "The issue that we are having is with the pigtail tubing portion of the catheter setup. It is separating from the needle apparatus on some of the catheters. This is happening upon initiating the IV fluids; it seems the pigtail is connected so loosely that the pressure from the fluids is separating it completely from the hub, causing the fluids to spray all over and the patient to bleed freely from the site where the pigtail should have been attached. This has caused much embarrassment and we have had to comp these patients on their (B)(6) services because of the issue and the need for an unnecessary 2nd IV insertion."

Manufacturer narrative:
H.6. Investigation summary: received one used nexiva 20ga unit with no packaging from material number 383516; lot number 8214832. The unit was received in two portions: wing adapter and the extension tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Photo submitted: two photos were submitted for evaluation. Photo one displayed a dispenser with a label and portion of the dispenser open exposing 20ga packages. Photo two displayed nexiva 20ga unit. Visual/microscopic evaluation: the extension tubing was separated from the clear port of the winged adapter. Conclusion: the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter join. This defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing connection was loose and separated from the needle during use while initiating IV fluids. The separation caused the leaking fluids to "spray all over" and the patient to "bleed freely". A second IV had to inserted and the patient compensated for the service as a result. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "initial reporter informed that the issue occurred once about a month and a half ago then again "last week" to a different nurse where there was persistent leaking from the tubing connection due to a loose connection. It happened with her on saturday ((B)(6)2019) twice where the tubing was so loose it fell off." "The issue that we are having is with the pigtail tubing portion of the catheter setup. It is separating from the needle apparatus on some of the catheters. This is happening upon initiating the IV fluids; it seems the pigtail is connected so loosely that the pressure from the fluids is separating it completely from the hub, causing the fluids to spray all over and the patient to bleed freely from the site where the pigtail should have been attached. This has caused much embarrassment and we have had to comp these patients on their $200 services because of the issue and the need for an unnecessary 2nd IV insertion."